Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer resumed insulin therapy. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer that is off label insulin.